Event description:
At a later date, this device was explanted for normal battery depletion. No adverse patient effects were reported.

Event description:
Additional information was received that the physician reported that device explant and replacement was not an option for the patient and therefore requested to have the device memory reset. A reset was subsequently performed and no adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
Boston scientific received information that during a normal patient follow up, this device displayed the term noise rather than an actual measurement for both the atrial pacing impedance and intrinsic amplitude measurements. The device still appeared to be pacing and capture in the atrium. All measurements were normal at the previous follow up one month earlier. It was also noted that the patient reported not feeling well. Programming changes to sensitivity were attempted, but the electrogram (egm) still looked like there was noise and the markers for atrial noise were also present. There were no electromagnetic interference (emi) sources near the patient except for their hearing aids, which the patient had removed. It was reported that the patient had received a computerized tomography (CT) scan. Boston scientific technical services (ts) was contacted and reviewed the data from the patient's home monitor system. A ts consultant discussed that the device was inhibiting pacing in the atrium appropriately due to faster sensed event; however, the atrial noise still continued. A memory download was performed and sent in for further analysis. There were no immediate faults or device resets observed, but there were no right atrial impedance and intrinsic amplitude values recorded since (B)(6) 2011. Further analysis revealed that a corruption in the device memory had occurred, most likely due to a software reset that attempted to correct an identified memory inconsistency. This issue was causing the clinical observations. Ts discussed the different options with the physician: leave the device implanted, explant and replace the device, or reprogram the device with a programmer containing an engineering software tool which would reset it. No adverse patient effects were reported.

Manufacturer narrative:
At this time, a resolution had not been reached and the physician was still considering the best approach to take with this patient. Once any additional information does become available, this report will be updated.